Event description:
The hcp reported that patient had well controlled pain for one year after the pump was implanted. For the past 6 - 7 months, the patient has developed increasingly significant low back pain with bilateral sciatica, numbness in the lower extremity, and recurrence of chronic headaces. The patient was evaluated for a "malfunctioning intrathecal morphine pump." A myelogram and post myelogram cat scan were performed and showed a catheter tip with associated granuloma measuring 1 cm in diameter posterior to the l2 vertebral body with a significant filling defect in the intrathecal space in the right spinal canal. The patient had been receiving morphine 50 mg/ml at a daily dose of 12mg. The device system was explanted and not replaced in 2006. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.